Manufacturer narrative:
An eval of the devices cannot be performed as the devices were not returned to the MFR. They were discarded by the hosp. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt was brought to operating room. The cup, liner, and c-taper head were removed. Reamed acetabulum put in a 64 tritanium cup, with 2 screws, 40 mm liner, and 40+5 ctaper head.